Event description:
Medical records for the implantation were obtained from legal department. Medical records indicate patient was revised in (B)(6) 2006 from asr components listed on (B)(4) to the asr components in this complaint. Litigation for (B)(4) also applies to this complaint; therefore, that information is being reported on this complaint as well. Litigation papers allege: patient began experiencing increased hip pain severely limiting his mobility, requiring a revision surgery. Despite the second surgery, patient continues to experience pain and will require a third surgery in his left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.